Event description:
The customer reported that peep pressure was changing. The nellcor puritan-bennett customer support engineer (npb cse) verified the pressure flutuations. The npb cse inspected the device and replaced the autozero solenoids. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.